Manufacturer narrative:
Sensor (B)(4) has been returned and investigated with visual inspection has been performed on the sensor. Sensor plug is properly seated and no physical damage is observed on sensor patch. No failure modes were observed upon visual inspection of the sensor plug. Performed sim-vivo test and all results were within specification. No malfunction or product deficiency was identified. An extended investigation has also been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specifications. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a ¿sensor ended¿ message while wearing the adc freestyle libre 2 sensor. The customer was unable to obtain a sensor reading and experienced a loss of consciousness and seizure. The paramedics were called on-site and glucose was administered via IV as treatment and no further information was reported. There was no report of death or permanent impairment associated with this event.